Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had very large air bubbles in the catheter. Customer stated that she does not rewind with the reservoir in place. Customer's blood glucose was 6.8 mmol/l. Customer does pull the plunger until the end of the reservoir. Customer was advised not to do that as it can cause air bubbles. Customer stated that the insulin was at room temperature. Customer was advised to place a new reservoir and set from a new box to see whether the problem persists. Customer's problems were solved with a new box of reservoirs.